Manufacturer narrative:
Additional information: the patient developed allergic reactions and rashes on both legs and the patient was treated for both legs. The patient took antihistamines from (B)(6). The patient returned for a follow-up visit on (B)(6) and is recovering well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two images were submitted for evaluation. The images revealed a skin rash/reaction on both of the patient's legs. Based on the provided images, the reported event is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat the great saphenous vein and short saphenous vein for venous insufficiency using the closure system vs-403 venaseal, the patient presented with skin rashes at a follow-up visit on (B)(6) 2025, which were suspected to be an allergic reaction. The procedure was completed according to instructions for use standards, with local anesthesia and no tumescent infiltration or compression utilized. A total of 80 cm of vein segments were treated, and the veins closed as intended. The patient was prescribed meticort tablets 4mg and acetal tablet 500mg at the first follow-up (B)(6) 2025), and at a subsequent visit (B)(6) 2025), meticort tablets 4mg, levocetirizine dihydrochloride, chlorpheniramine maleate, and escin were prescribed. No deaths were reported. No patient complications have been reported as a result of this event.